Event description:
It was reported that the t: slim x2 pump battery would not charge, leaving the pump screen dark and unresponsive. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." In response, the customer administered a correction injection via multiple daily injections (mdi) and received routine third-party assistance without being incapacitated. Technical support instructed the caller on troubleshooting steps, including confirming the pump was not connected to a power source, pressing the button firmly, and attempting to charge with known working supplies. Despite these actions, the pump screen remained dark, and further troubleshooting for the battery issue was planned.